Event description:
It was reported that during an unknown procedure, the clip kept falling off. No other details are known. No patient impact reported.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.